Event description:
Malfunction.

Manufacturer narrative:
Findings: report was confirmed by evaluation. The footed portion was bent and the foot was cut by tool contact. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."